Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose/flush motor support disk. Moisture damage was noted at the motor assembly. The insulin pump had missing segments due to a cracked zebra connector at the lcd board. The insulin pump was received with a scratched lcd window and missing end cap sticker.

Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.